Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 33mg/dl which was treated with chocolate bar. Customer¿s current blood glucose was 97mg/dl. Customer thought that it was due to sensor issue. Customer mentioned that they experienced low blood glucose of 33mg/dl, took carb intake as a candy bar, then blood glucose was 44mg/dl, 59mg/dl, 70mg/dl. Customer declined troubleshoot for low blood glucose. Customer states that low blood glucose was due to medication. Insulin pump will not be return for analysis.